Manufacturer narrative:
This is a final report.

Event description:
Per the physician's report, this patient's device was explanted in 2007, due to a skin flap infection and extrusion of the receiver/stimulator. Reimplantation surgery is planned for 2007.